Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in clinic check up after experiencing bruises at the implant sight. Upon checking, the implantable cardioverter defibrillator was noted to be poking out and getting caught on things. The device was seen thinning alongside the edge but no signs of infection or erosion were noted. No intervention was performed.